Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath kinked. During functional inspection, the device was able to lock and unlock without problems. Destructive inspection was performed to identify torsion (rotational damage), the delivery system was disassembled, and the outer sheath was not found twisted. The reported event of stent positioning issue was not confirmed because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician in trying to push the second flange out of the scope could have resulted in the observed event of inner sheath kinked. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. Block h11: correction to the initial MDR in blocks b1 and b2.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat pancreatic necrosis during an endoscopic ultrasound (eus) with axios drainage procedure performed on (B)(6) 2024. During the procedure, there was difficulty in pushing the stent's second flange out of the scope. The axios stent was eventually deployed after wiggling the handle. The stent remained implanted and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted to treat pancreatic necrosis during an endoscopic ultrasound (eus) with axios drainage procedure performed on (B)(6), 2024. During the procedure, there was difficulty in pushing the stent's second flange out of the scope. The axios stent was eventually deployed after wiggling the handle. The stent remained implanted and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.